Manufacturer narrative:
Failure analysis for fiber 0010-2400-541b-1796: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the glass tip exhibit signs of crystal deposits; the metal cap exhibits mild detritus adhesion and signs of crystal deposits on metal surface. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that at 100,305 joules while using the side-firing surgical fiber during a prostate procedure, the aiming beam was observed to fire straight out the end of the fiber (forward-fire). The fiber was replaced and the procedure completed at 206,988 joules using the second fiber. Patient outcome: "ok" - there was no injury reported.